Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unspecified dose and concentration of dilaudid via an implantable pump. It was reported the patient's pump had dehisced from the pump pocket. The patient denied touching or fidgeting with their new incision. This occurred during normal use, occurring three months post implant. There were no weight changes or other changes reported from the patient which may have led to this issue. A wbc (white blood cell count) was performed to make sure it was okay to explant the pump from the infected side and implant a new pump and pump segment on the other side of the patient's body. It was determined that it was okay to do so and this prevented any medication withdrawal or other issues. The replacement/revision occurred on (B)(6) 2020. The spinal segment remained. The explanted pump would not be returned for analysis as it was indicated the customer refused return. It was reported the issue was resolved at the time of the report, (B)(6) 2020.